Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the adhesive chip was generated by applying an external force to the tip due to handling. The instructions for use (IFU) provides the following guidelines: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. There was a one broken element and an image error. The scope had two leaks. There was an air/water cylinder leak from the s-connector side. The body was chipped and leaking causing fluid invasion. The forceps cover glue was peeling on the body and there was a crack on the glue. The charge-coupled device unit was shorted. There were buckles in the light guide tube/cable. The insulation had a low reading due to fluid invasion. There was corrosion/ perforation/ cut/ peeling of the coating/ damage/ peeling of the adhesive on the insertion guide insertion tube. The customer label on the body was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had no image/no picture. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of peeling forceps cover glue noted at estimation.